Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 6/18/2014 - litigation received. Doi corrected. Litigation alleges elevated metal ion levels and pain. There is no new additional information that would affect the investigation. This complaint was updated on: 07/07/2014.

Event description:
Clinical report states that patient experienced an adverse local tissue reaction. Update: (B)(6) 2014 - sales rep reported revision surgery. Reason for revision not provided. Clinical report information used for reason for revision. The cup and head are now being reported. This complaint was updated on: (B)(6) 2014.